Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a consumer regarding an implantable intrathecal pump intended to deliver an unknown type of morphine, indicated for chronic low back pain and spinal pain. It was reported on (B)(6) 2018 that the patient¿s pump was not turned back on after her fusion surgery on (B)(6) 2014. The patient stated that she never even noticed that her pump was not on until she tried to use her personal therapy manager (ptm), but it would not work in (B)(6) 2015. It was stated that she met with a manufacturer¿s representative (rep) at her doctor¿s office back in (B)(6) 2015, and the rep turned her pump back on. Per the patient, she thought her device was off; the rep checked the pump and turned it back on. It was stated that the issue was resolved. No patient symptoms were reported. No further complications were reported.